Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +26.0 diopter) was explanted from patient¿s operative eye because of patient experiencing myopic outcome with distance vision aggressively worse since cataract surgery. There was no incision enlargement, no sutures and no vitrectomy required. Post op 6 days: 20/30. Post op 1 and half week: 20/50 (-100 20/20). 2-week post op 20/50 (-100 -20/20). 3 and half week post op: 20/50 (-125 - 20/20). Visual acuity pre-op: 20/50 with +350. Visual acuity post- op: 20/50 with -125 20/20. No further information provided.